Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was also noted that the leads had migrated as confirmed through fluoroscopy. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(6).